Event description:
Pt had diffuse inflammatory, diffuse synovitis intraoperatively noted. The pin was loose upon removal could be slid prior to incision. Pin was used for fixation of distal chevron osteotomy 1st mt.